Event description:
It was reported that the patient presented in the clinic for follow up as asymptomatic. It was noted that the implanted right ventricular (rv) lead exhibited loss of capture. Chest x-ray confirmed lead dislodgement and perforation. The rv lead was explanted on (B)(6) 2025. The patient was in stable condition.